Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No." The patient's medical history included c-section, cholecystectomy, menometrorrhagia and tonsillectomy. Concomitant products included ibuprofen since (B)(6) 2014 and naproxen sodium (aleve tablet) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced depression ("depression"), genital haemorrhage ("general abnormal bleeding"), mental disorder ("psych injury"), metrorrhagia ("metrorrhagia") and complication of device removal ("post removal complication"). The patient was treated with surgery (total hysterectomy in (B)(6) 2015 for removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and genital haemorrhage had resolved and the depression, anxiety, migraine, headache, nausea, fatigue, mental disorder, metrorrhagia and complication of device removal outcome was unknown. The reporter considered anxiety, complication of device removal, depression, fatigue, genital haemorrhage, headache, menorrhagia, mental disorder, metrorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 147 lbs. On (B)(6) 2015, surgical pathology report revealed benign squamous mucosa with mild chronic inflammation and reactive epithelial changes. She received treatment for menorrhagia, psychological disorder, metrorhagia and genital bleeding discrepancy noted regarding essure confirmation test. As per summons, it was performed. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal hemorrhage and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: new events post procedural complication, psychological disorder, metrorhagia and genital bleeding, outcome of event, rcc and reference updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic pain') in a 34-year-old female patient who had essure (batch no. C06461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included c-section, cholecystectomy, menometrorrhagia and tonsillectomy. Concomitant products included ibuprofen since (B)(6) 2014 and naproxen sodium (aleve tablet) since (B)(6) 2014. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced depression ("depression"), genital haemorrhage ("general abnormal bleeding"), mental disorder ("psych injury"), metrorrhagia ("metrorrhagia") and complication of device removal ("post removal complication"). The patient was treated with surgery (total hysterectomy in (B)(6) 2015 for removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and metrorrhagia had resolved and the depression, anxiety, migraine, headache, nausea, fatigue, mental disorder and complication of device removal outcome was unknown. The reporter considered anxiety, complication of device removal, depression, fatigue, genital haemorrhage, headache, menorrhagia, mental disorder, metrorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 147 lbs. On (B)(6) 2015, surgical pathology report revealed benign squamous mucosa with mild chronic inflammation and reactive epithelial changes. She received treatment for menorrhagia, psychological disorder, metrorhagia and genital bleeding discrepancy noted regarding essure confirmation test. As per summons, it was performed. She received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal hemorrhage and menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event : metrorrhagia was added as recovered , lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic pain') in a 34-year-old female patient who had essure (batch no. C06461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included c-section, cholecystectomy, menometrorrhagia and tonsillectomy. Concomitant products included ibuprofen since (B)(6) 2014 and naproxen sodium (aleve tablet) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced depression ("depression"), genital haemorrhage ("general abnormal bleeding"), mental disorder ("psych injury"), metrorrhagia ("metrorrhagia") and complication of device removal ("post removal complication"). The patient was treated with surgery (total hysterectomy in (B)(6) 2015 for removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and metrorrhagia had resolved and the depression, anxiety, migraine, headache, nausea, fatigue, mental disorder and complication of device removal outcome was unknown. The reporter considered anxiety, complication of device removal, depression, fatigue, genital haemorrhage, headache, menorrhagia, mental disorder, metrorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 147 lbs. On (B)(6) 2015, surgical pathology report revealed benign squamous mucosa with mild chronic inflammation and reactive epithelial changes. She received treatment for menorrhagia, psychological disorder, metrorhagia and genital bleeding discrepancy noted regarding essure confirmation test. As per summons, it was performed. She received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: quality-safety evaluation of product technical problem. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included c-section, cholecystectomy, menometrorrhagia and tonsillectomy. Concomitant products included ibuprofen since (B)(6) 2014 and naproxen sodium (aleve tablet) since (B)(6) 2014. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On an unknown date, the patient experienced depression ("depression"). The patient was treated with surgery (total hysterectomy in (B)(6) 2015 for removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, depression, anxiety, migraine, headache, nausea and fatigue outcome was unknown and the menorrhagia had resolved. The reporter considered anxiety, depression, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight (B)(6) lbs. On (B)(6) 2015, surgical pathology report revealed benign squamous mucosa with mild chronic inflammation and reactive epithelial changes. Discrepancy noted regarding essure confirmation test. As per summons, it was performed. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal hemorrhage and menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs and mr received. Reporter information was updated. This case concerns (B)(6) year old patient. Her historical condition was added. Essure insertion/removal date was added. Essure indication was amended. Her concomitant medication was added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, migraines, headaches, nausea, fatigue and did you undergo an essure confirmation test? No, were added. She had recovered from event: menorrhagia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.